Event description:
Subsequent to the initial MDR, data was provided for investigation. Confirmation of the allegation and probable cause could not be determined. The dexcom app was not in an active sensor session on the event date as alleged, (B)(6) 2025. However, a sensor session was started on (B)(6) 2025 at 02:54 pm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional. H6 type of investigation - additional. H6 investigation findings - additional.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2025, she was hospitalized and was in diabetic ketoacidosis (dka). The patient reported the sensor fell off and was unable to get any readings from her insulin pump. The patient did not report if the display screens alerted to the absence of a sensor on the skin, how long she was unaware, or if she was monitoring the glycemic state by bg. The patient also did not provide any information on treatment and management of dka. The patient reportedly declined to provide further event details. At the time of the report, the patient was feeling okay. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.